Manufacturer narrative:
D.6b: device remains in patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in oblique lateral interbody fusion therapy. Levels implanted were l1/2. It was reported that the cage backed out in less than a week after the surgery. Plan to perform the implantation again, then change the patient's position and a posterior fixation will be performed. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the revision surgery was performed on (B)(6) 2024. The device was not explanted and the surgery was completed with additional tapping.